Manufacturer narrative:
A ge service rep performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported "message requesting iris, collimator and filament calibration." The field engineer noted that the error prevented the system from performing fluoroscopy. There was no pt injury or death reported.